Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing and pacing inhibition due to this left ventricular (lv) protection period. It was noted that this lv threshold was high at 5.5v demonstrating that the lead was not positioned inside a lateral vein however it was rather inside coronary sinus and was unable to efficiently capture the lv. Lv sensing had been turned off to avoid atrial oversensing. X-ray imaging was recommended to check on lv lead position. The physician decided to let the crtd system as is. The lv lead remains in service. No adverse patient effects were reported.